Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
The sales representative reported that the device overheated during testing at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences

Event description:
The sales representative reported that the device overheated during testing at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.